Event description:
It was reported that patient was revised on a left knee. Patient was presented with possible infected knee. Surgeon decided to perform a poly insert swap during surgery.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cs insert size 3 11mm. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.